Manufacturer narrative:
Follow-up submitted with revised results and conclusion codes as further investigation determined the bed was functioning within specifications and no malfunction was found.

Event description:
It was reported via repair work order that the bed sparks when plugged in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed sparks when plugged in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.